Manufacturer narrative:
(B)(4). Baxter medical assessment: the fast reaction of the local swell to anti-inflammatory medication confirms the suspicion of a local inflammatory reaction. Although this reaction may be triggered by patient, pathology, or surgery-related factors, we cannot exclude that the use of actifuse has caused or contributed to the reported event. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received from baxter sales rep. The product lot number involved was provided.

Event description:
A physician assistant reported to baxter that a patient experienced swelling in the neck 4-5 days after surgery in which actifuse shape was used. No patient identifiers available. No further information provided. (B)(6). Type of surgery: acdf (anterior cervical discectomy and fusion) on c4 and c5. Concomitant implants: surgeon used a 8mm globus coalition implant with using 14mm screws and actifuse shape was used in the cage. Medical history: previous surgery performed in 1998 on c5-c7. Pre-existing conditions: asthma, hypertension, allergies - penicillin. Post-op: patient experienced neck swelling and breathing issues 4-5 days after the surgery. Physician treated patient with dexamethosone (steroid, orally, 4mg every 6 hrs.) And benadryl (25mg 3 times a day). No re-exploration was performed. No hematoma was seen; patient outcome: resolved; the issue subsided within 24 hrs after given the medication.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and it was determined all release/testing specifications were met. The review showed no non-conformities, failures, rework or deviations that are related to the reported complaint issue. No trend was identified. Per (B)(4), a review of the details of the complaint and medical assessment indicated that no further investigation is necessary. This is the first complaint of this nature received for this product lot. This case will be kept on file for trending purposes.